Manufacturer narrative:
Beckman coulter hotline assisted the customer to troubleshoot over the phone. Customer reported the sample mixer paddle had a nick in it. Customer replaced the sample mixer paddle to resolve the issue. No other malfunction found. No service was dispatched. Since the sample mixer had a nick and replacement of the sample mixer resolved the issue, the failure mode is likely the sample mixer paddle.

Event description:
Customer reported the unicel dxc 880i synchron access clinical system generated erroneous high patient results for triglycerides (tg). Two erroneous patient results were reported outside of the lab. The customer reported it was unknown if there was a change in patient treatment.